Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found, but blood noted on helix; full lead was returned for analysis. (B)(4) no anomalies were found, but blood was found on all conductors; full lead was returned for analysis.

Event description:
It was reported that during the implant procedure, the 4196 lead was not used due to complications with patient anatomy, and the 6947 lead was too short. The leads were not implanted. No patient complications were reported as a result of this event.